Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure, with implantation of one mitraclip, reducing mr from grade 4+ to grade 1+. On (B)(6) 2019, a transthoracic echocardiogram was performed and noted that the mr had increased to grade 2+. No additional information was provided.

Event description:
Subsequent to the initial 30-day report, additional information was provided. The mitraclip procedure was to treat functional mitral regurgitation (mr). On (B)(6) 2019, the implanted clip was noted to be well attached to both leaflets and functioning as expected. No chordal or tissue damage was noted. Left ventricular function had decreased from 49% to 37%, indicating worsening heart failure. Per study physician, the recurrent mr is likely related to the worsening pre-existing heart failure. No intervention was performed to treat the recurrent mr. Although the recurrent mr is not related to the mitraclip device or procedure, this event has been reported; therefore, it will remain reportable. No additional information was provided.

Manufacturer narrative:
Patient codes: 2199 labeled na. Internal file number (B)(4). Correction: patient code 1964-labeled - removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported mr appears to be related to patient morphology/pathology (disease progression). There is no indication of a product quality issue with respect to manufacture, design or labeling.